Event description:
Event description guidant received information that during the implant procudere, this implantable cardioverter defibrillator (ICD) displayed a middle of life 2 indicator and had a longer than expected charge time. Two cap reforms were performed and the voltage increased and the charge time decreased. The device was in a cold trunk. The device was implanted and remains in service. Guidant received additional information that this device exhibited a decrease in battery voltage sooner than expected.